Manufacturer narrative:
Additional codes have been updated in h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrections are made in h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient stated they met with their manufacturer representative today and they were trying to troubleshoot the implanted neurostimulator. Patient stated the representative told them to call and get some new recharging equipment and controller sent out because that seems to be the problem with their stimulator. Agent asked patient to describe the issue and patient stated that when they go to recharge the implant, sometimes it cannot find the device and sometimes the recharger overheats and other times the controller will not hold a charge at all. Patient mentioned that the issue started about a month ago and got worse in the last week. During the call patient verified no visible damage to the recharging cord. The issue was not resolved. A request was sent to the repair department to replace the recharger. Agent reopened and reassigned case to send request to repair to replace the controller. Patient received the replacement recharger and charged the implant for 2 hours at excellent but the implant was red. During the call there were no damages in the controller port and recharger. Patient cleaned the controller and recharger pins. Patient plugged the recharger but the controller didn't recognize the recharger and didn't receive any charging prompts. Patient got recharge implanted device. Controller was at 90% and implant needed to be recharged but there was no option for the patient to click recharge. Patient requested to send the controller to an alternate address.

Manufacturer narrative:
Analysis of (B)(4). (B)(6) recharger found no anomalies were visually observed. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.